Event description:
Reporter alleged blood glucose result with an undosed test strip on the compact system. The customer did not provide the result, but did allege self-treatment based on the result - type of treatment not provided. No adverse event was reported. The suspect device was unavailable for return. Replacement product was sent.